Manufacturer narrative:
D1 brand name: updated from rotalink burr to rotapro. D4 model and catalog number: updated from 3320 to 39467-150. D4: lot number: updated to 0026158492. D4 expiration date: updated to 10/09/2022. D4 UDI: updated to (B)(4).. Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that there was blood in the advancer housing, saline line, and in the sheath. The annulus was damaged/not rounded. The blood in the device is an indication that there was not a constant flow of saline through the device during the procedure. Functional testing was performed by attempting to rotate the drive shaft; however, the drive shaft was unable to be rotated. Then functional testing was performed by connecting the rotapro advancer to the rotapro control console system. The advancer was not able to run, so it didnt get any speed and a stall error was displayed on the console. The advancer was dismantled and the components inside the advancer were inspected, and the ultem was found to be melted.

Event description:
It was reported that the speed was unstable. The target lesion area was located in a mildly tortuous and moderately calcified proximal left anterior descending artery. A 1.50mm rotalink burr was selected for use in a rotational atherectomy case. Draw test platformed the burr at 160,000 rpm. During the procedure, it was noted that there was loss of rpm from 160,000 to 120,000 before engaging the lesion. However, the speed went up to 180,000 beyond the procedural target speed of 160,000 and then stalled out. The burr was pulled out. The procedure was completed with another of the same device. The procedure was completed with the original device. No complications reported. The patient was stable post procedure.

Event description:
It was reported that the speed was unstable. The target lesion area was located in a mildly tortuous and moderately calcified proximal left anterior descending artery. A 1.50mm rotalink burr was selected for use in a rotational atherectomy case. Draw test platformed the burr at 160,000 rpm. During the procedure, it was noted that there was loss of rpm from 160,000 to 120,000 before engaging the lesion. However, the speed went up to 180,000 beyond the procedural target speed of 160,000 and then stalled out. The burr was pulled out. The procedure was completed with another of the same device. The procedure was completed with the original device. No complications reported. The patient was stable post procedure.